Event description:
The user facility reported a separation of the urethane layer. Follow up communication with the user facility reported the following information: during ptgbd, the urethane layer of the actual sample was sheared off with a metal needle used in conjunction with the actual sample; and it was reported there is a possibility that the sheared segment remained in the liver and the external gallbladder.

Manufacturer narrative:
(B)(4) the actual sample was not returned to the manufacturing facility for evaluation and the involved lot number is unknown. Therefore the investigation is based upon the user facility information and the evaluation of the current product. Visual inspection of the current product sample revealed no anomalies or defects. Microscopic inspection revealed no defects on the surface. The level of the adhesion of the urethane coating to the core wire was comparable to that of the current product and confirmed to meet manufacturer specifications. The outside diameter was measured and confirmed to meet manufacturer specifications. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. There is no evidence that this event was related to a device defect or malfunction. The exact cause cannot be determined due to the absence of the actual sample to be evaluated. The potential for such an event is addressed in the warnings section of the instructions-for-use by statements such as the following: warning: " (1) do not manipulate and/or withdraw the guide wire m through a metal entry needle, a metal dilator or a metal guide wire inserter. (2) manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. (3) a plastic entry needle is recommended when using this wire for initial placement. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Device not returned to manufacturer.